Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2023 due to hypotension and acute kidney injury with low flow alarms. The patient was transferred to another hospital and echocardiogram was done concerning for right ventricular (rv) dysfunction. The patient's speed was decreased to 4800rpm that resolved the low flows. No log files were obtained during the admission. The patient was discharged on (B)(6) 2023 in a stable condition. The ventricular assist device (vad) was operated as expected.

Event description:
Additional information was received that the rv dysfunction did not exist before the lvad implant. It developed post implant during that admission requiring prolonged use of inotropes. Echocardiogram was performed that showed a moderately reduced rv function. The patient also presented with symptoms of aki including creatinine of 4.1 in the setting of hypovolemia and hypotension that was confirmed with lab tests. It resolved with fluid resuscitation. The aki was not determined to be related to or caused by the device or device therapy. The patient was discharged on (B)(6) 2023 in a stable condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure and renal dysfunction, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, "patient care and management," states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ section 7, "alarms and troubleshooting," outlines visual/audibles alarms and the recommended actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.